Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was not returned, therefore an evaluation could not be completed. (B)(4). The precaution section of the instructions for use states: "as with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted."

Event description:
A user facility report was received by gore (report # (B)(4)) which reported a (B)(6) female patient who underwent a total vaginal hysterectomy with a repair and bilateral sacropexy fixation of vaginal vault and the gore-tex needle in the capio suture device popped off and was not retrievable manually. An abdominal x-ray pa and lat was performed and the metallic object was noted in the pelvis area. A general surgery consulted and on (B)(6) 2016 the patient underwent a posterior approach with presacral exploration with removal of the foreign body.

Manufacturer narrative:
The device is believed to have not been implanted, therefore the date has been removed.